Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No information. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. The event occurred before the device was used for the patient. Did the device deliver any staples? No information. If yes, were the staples formed in the proper closed b-formation? Were there any issues closing or opening the jaws of the device? Yes. The jaws did not open. Was the device locked on tissue with the jaws closed? No. The event occurred before hte device was used for the patient. If yes, how was the device removed? If yes, did the jaws eventually open? No further information will be provided."

Event description:
It was reported that during an open cholecystectomy, the knife was moved forward by mistake when a nurse checked to open/close of the jaws after the cartridge was loaded for the first firing. It followed that the jaws could not open. The nurse did not acquire how to reverse the knife to home position. Another competitive device was used to complete the case. There were no adverse consequences to the patient.